Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident on june 10, 1997. Approximately six months post procedure, the patient presented with an infection, pain and urethral erosion of the sling material. The sling was removed and the wound was reclosed on november 17, 1997 without incident. No further information regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. A variety of materials utilized with soft tissue have been known to cause cancer and other adverse reactions such as tissue sensitivity and tissue erosion. As with any implant material, sensitivity tests such as may be indicated...infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure."